Event description:
Pt had port implanted 10/1/92, for chemotherapy treatment. X-ray revealed pac had broken off & was in pulmonary artery; reg retrieval subcutaneous, port & port a cath tubing piece of multiple snared cath. Remains in pt.